Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn 59032815 has not yet been recovered for investigation. There is no information available at this time ot suggest an electrode belt malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away around 3:00am on (B)(6) 2017 while wearing the lifevest. Device download data revealed that the patient was treated ten times during the event. The patient was transported to the hospital by ems. The lifevest electrode belt was reportedly cut off of the patient during the event. The lifevest detected vf at 23:30:50 on (B)(6) 2017. Treatment #1 was delivered at 23:32:42. The treatment converted the arrhythmia to atrial fibrillation. The patient's rhythm degraded back to vf at 23:55:43. The lifevest delivered six more treatments during vf between 23:56:07 and 00:00:11, but the treatments were unable to convert the vf. No further treatments were delivered during the run of vf, as the lifevest is designed to deliver a maximum of five treatments in a single treatment sequence. The patient transitioned to an idioventricular rhythm at 00:01:25. The patient degraded to asystole at 01:08:57 on (B)(6) 2017. Three lifevest treatments were delivered between 01:10:02 and 01:35:51 during asystole. Intermittent cardiac activity and CPR artifact contributed to the false detections during asystole. The lifevest electrode belt was disconnected at 01:35:57. The patient subsequently passed away at approximately 3:00am. There is no indication that the lifevest treatments during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments. The lifevest operated as designed and treated the patient's ventricular fibrillation. No deficiencies were alleged against the lifevest.